Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity.¿

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon reamed and broached the stem. Subsequently, the stem countersank and became loose. The stem was removed and discarded. A cemented stem was used to complete the procedure with a fifteen minute delay.